Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the keypad was observed to be intact with no noted tearing or peeling. During testing, all of the keypad buttons were observed to be responding normally. The keypad was removed and no button contact defects were found. When the pump was opened, moisture contamination was observed throughout the inside of the pump from a pump case leak, including moisture on the keypad flex.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to button presses. The reporter indicated that there was no known damage to the keypad. The reporter indicated that there was moisture noted behind the pump display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.